Event description:
It was reported that the lead had dislodged. The lead was explanted when an attempt to reposition was unsuccessful.

Manufacturer narrative:
Analysis was normal. No anomaly found.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.